Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. It was further described as "patient closed the transfer set twist clamp and disconnected, but the tip of the transfer set continue to drain as if the twist clamp was opened". This occurred at the end of peritoneal dialysis therapy. There was no visible crack or broken twist clamp noted. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted broken occluder foot and as a result, the twist clamp could not function as intended.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.